Event description:
The patient developed sleep apnea due to vns stimulation per the physician. The sleep apnea resolved when output current was lowered to 1.25ma. No further relevant information has been received to date.